Event description:
It is reported that a customer was hospitalized for a low blood glucose level of mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was treated with apple juice and glucose tablets. The customer stated that they did not change the infusion set when they had changed the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.